Event description:
On (B)(6) 2010 a customer contacted haemonetics to report a blood spill/high leakage current from an orthopat machine. The machine also sets off line isolation filter alarm in the room. No donor or operator injury or reaction was reported.

Manufacturer narrative:
On (B)(6) 2010 a customer contacted haemonetics to report a blood spill/high leakage current from an orthopat machine. The machine also sets off line isolation filter alarm in the room. No donor or operator injury or reaction was reported. Upon evaluation of the device the report of a blood spill was verified. Blood got into the power supply and the anticoagulant line filter. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).